Event description:
The customer contact reported sparks. Prior to pt use, it was reported that the nurse plugged the ac power cord into the ac power outlet and noted sparks coming from the male end of the ac power cord. The nurse unplugged the device. There were no adverse effects to the nurse or the patient. No medical interventions were required. The device was removed from clinical service. During testing at the user facility, it was noted that the male end of the ac power cord was blackened and "burned." Though requested, no add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).